Event description:
Wile cleaning post operatively, noticed a hole on the drape of the solution warmer used on the case when she was draining the solution from it. The drape appeared to have melted from the heat. Clinical engineering provided the following update: this event is related to an operating room solutions warmer model ors2094re. Unable to duplicate problem, ran unit for 8 hours at 120 degrees and unit operated to manufacturer's specifications. The unit tested fine during the evaluation; however, this is the second time in 5 months that this has happened with this particular warmer. Recommend sending the unit into operating room solutions for a more comprehensive testing.